Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was stuck in rewind complete/bolus delivery loop process and insulin pump alarmed compromised force sensor system. Customer's blood glucose was 189 mg/dl. Customer stated the insulin squirted out during manual prime. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on force sensor resistor. No unexpected a33 alarms or prime/fill loop anomalies noted during our testing. The insulin pump has minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.